Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material however, blood was visible in the inflation lumen which is consistent with a leak having occurred in the device. The returned device was soaked in a water bath at 37 degrees celsius in order to facilitate balloon inflation. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the mid-body of the balloon. An examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the pinhole. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found multiple kinks along the length of the hypotube. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no complications reported.